Event description:
The customer reported a separation occurred between a clearlink duo-vent continu-flo set, (B)(4), lot number unknown, and a clearlink secondary medication set, (B)(4), lot number unknown. The separation occurred at the upper y-site of the primary during patient use. The medications used are unknown and it is unknown if a pump was used. There was no patient injury or medical intervention necessary. The samples are available and will be given to the risk manager. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The reported condition that the secondary separated from the primary could not be confirmed, however, during visual inspection the tubing was found to be separated from the female luer. As assignable root cause could not be determined.

Manufacturer narrative:
The sample is available for evaluation. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4).